Event description:
It was reported that the in-office battery voltage was 2.79 v, but review of device data showed voltages of 2.95 to 2.96 v over the past two weeks. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. On (B) (6) 2010, the battery voltage with telemetry was 2.79v and the daily measurement was 2.96v.

Event description:
It was reported that the in-office battery voltage was 2.79 v, but review of device data showed voltages of 2.95 to 2.96 v over the past two weeks. It was further reported that the device elective replacement indicator was triggered due to high battery impedance. The patient reported not feeling well at vvi 65. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action. We did receive performance data collected from the device and have analyzed the data. On (B)(6) 2010, the battery voltage with telemetry was 2.79v and the daily measurement was 2.96v.